Event description:
At the end of a hemostasis injection therapy procedure, the needle would not retract. The needle was pulled through the scope while it was still extracted. Upon removing the device from the scope one of the nurses was poked in the hand with the needle. The patient was a hepatitis c patient.